Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer was advised that the device needed to be replaced. There were no visible damages. Nothing further was reported.